Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in-clinic for implant, the ventricular lead had high pacing lead impedance. In addition, the guide wire broke inside the lead. A new lead was used. The patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.